Manufacturer narrative:
(B)(4). The had performed a user error during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If relevant information becomes available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that the home patient (hp) had disconnected and reconnected to the homechoice (hc) machine. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over using new supplies. No adverse event was indicated in association with this report. No additional information is available.